Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode was opened during preparation for a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, during preparation, the array was ¿difficult to get out of the needle carrier and [it was] impossible to move it back in its introducer sheath.¿ there were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode was opened during preparation for a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, during preparation, the array was ¿difficult to get out of the needle carrier and [it was] impossible to move it back in its introducer sheath.¿ there were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the array to be extended, and the tines were found to bent. A piece of blue material was found to be lodged inside the tip of the electrode. The blue material was removed from the electrode tip and it was noted that it appeared to be the introducer insulation material. A functional evaluation of the electrode was performed, and the array extended and retracted with some resistance caused by the bent tines. A force gage was used to measure the array deployment force and it was found to be within specifications. An examination of the introducer found the distal end of the insulation had been torn in multiple places; the tears in the insulation appeared to have been caused by the tines. The introducer insulation is applied during manufacturing so that it extends 1-3mm past the end of the metal cannula. It appears the user placed the electrode into the introducer, but did not have the electrode fully seated. The user then deployed the array with the tines catching on the insulation, thus tearing the edge and catching a piece inside the electrode. The complaint was confirmed. The complaint was likely caused by handling of the device without patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.